Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a picture was returned for evaluation. Upon visual inspection of the picture received, it was observed an overwrap packet with a paper lid, a winding former with a used needle (distorted of the original curve) and a needle/suture piece of product code w6977. The product was noted used and on the end of the suture piece appear to be cutted. This product code is double armed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.